Event description:
It was reported that the filter of a singleday infusor separated from the housing. This occurred during patient infusion of an unspecified drug. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 19, 2014 to february 21, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.